Manufacturer narrative:
Device model, lot number, UDI and expiration date unavailable. 510k number is unavailable because device model number unavailable. Device manufacture date unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. The case went smoothly until the end of the procedure when the rv lead was successfully extracted. Ten seconds after the lead was removed the patient's blood pressure dropped and rescue efforts commenced immediately, including sternotomy. An rv perforation was discovered. The repair to the rv was successful; the patient survived the procedure. From the report, the lead appeared to have gone through the rv apex; however, a dated CT scan was not available prior to the procedure.